Manufacturer narrative:
H.6. Investigation summary: material #: (B)(4) lot/batch #: (B)(4) bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow was observed. The flash chamber is seen to be filled with blood. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water and the issue of insufficient flow was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the needle became blocked during a blood draw. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the needle became blocked during a blood draw. No patient impact.